Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was reprogrammed and the lead is exhibiting small r waves.

Event description:
It was reported that the right ventricular (rv) lead is experiencing t-wave oversensing (twos). The lead remains in use and reprogramming was discussed. No patient complications have been reported as a result of this event.